Event description:
New information notes that the lead was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an increase in capture thresholds from 2 v at 0.4 ms to 7 v at 0.8 ms and a decrease in sensing from 1.2 mv to .05 mv.

Manufacturer narrative:
Only a partial lead was received. No further analysis could be completed due to the condition of the returned partial lead.